Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an unexpected restart alarm and a button error alarm. The customer's blood glucose was 7.4 mmol/l at the time of incident. The customer stated that the unexpected restart alarm occurred after changing the battery. The insulin pump will not be returned for analysis.